Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 54 mg/dl. Customer was treated with eating for low blood glucose. The customer reported the sensor issues like calibration not accepted alert and change sensor alert. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.